Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for pressure delivery being restricted during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted expiratory minute volume low, peep low and patient circuit disconnected. Successful pre-use check was performed after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Based on the ventilator log evaluation our conclusion is that a leakage situation occurred and the ventilator alarmed accordingly to notify the user. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc: (B)(4). Contact person: (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).